Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Customer¿s blood glucose (bg) level was 497 mg/dl. The customer went to the emergency room on (B)(6) 2026 where they were treated with intravenous fluids of saline and insulin. Multiple attempts were made by tandem technical support to gather additional information; however, no response was received.